Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the patient went to the hospital, by ambulance, on (B)(6) 2012. Her blood glucose level was over 600 mg/dl. She was conscious but not feeling well. She received care in the ambulance and the doctor gave her an infusion to lower her blood glucose. After an hour, the patient's blood glucose was still elevated and she was disconnected from the infusion device. She left the hospital after two days. She spoke to her endocrinologist and decided to begin using the infusion device again. She stated that for the first week, her blood glucose levels were normal, but after that it has started to increase. She states that the infusion device works very well in some situations, but not in all. The infusion device was replaced and requested to be returned for evaluation.